Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment, the patient became hypotensive and complained of chest pain. The patient became unresponsive and cardiopulmonary resuscitation (CPR) was initiated. It was noted that the left main coronary artery was occluded. A percutaneous coronary intervention (pci) was performed with successful stent placement and a ventricular support device was inserted. No further associated adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.